Event description:
The user has not been able to hear with the device since a few weeks. The loss of sound was sudden. Re-implantation is considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the lead wire of the conductive link as might be caused by minute device mobility was determined to be the root cause of device failure. The problems given in the recipient report seem to be congruent with the damage found. Other mechanical damages found are attributable to the removal sugery. This is a final report.

Event description:
The user has not been able to hear with the device since a few weeks. According to the user the implant was not functioning normally since (B)(6) 2024 and then it finally stopped working completely. The user has been re-implanted with a new device.